Manufacturer narrative:
Patient information was unavailable from the site. The logs for the navigation system were returned to the manufacturer for evaluation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: pn: 9735740 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cervical spine procedure. It was reported that the facility had issues transferring images from a medtronic imaging system to the navigation system. It was reported that when attempting to perform a 3d verification image acquisition, an error message appeared on the imaging system stating "3d mode deactivated. Navigation connected but not ready." Troubleshooting found that the systems were properly connected and the reference frame and imaging system were visible to the navigation system camera. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. (B)(6) 2021 (rep, for): no new information.